Event description:
It was reported via repair work order that the side rail would drop unsupported when being unlatched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.